Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fractured implant") and perforation ("organ and/tissue perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, perforation, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection, menstrual disorder and perforation to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant /device breakage/fracture') and perforation ('organ and/tissue perforation') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia and sickle cell anemia. Previously administered products included for prevent pregnancy: iud from 2013 to (B)(6) 2014; for an unreported indication: zofran from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, hypersensitivity, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, vulvovaginal candidiasis and the last episode of vaginal discharge had resolved and the perforation, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, perforation, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) patient received treatment for pain, bleeding, breakage, vaginal infection, vaginal discharge concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant /device breakage/fracture') and perforation ('organ and/tissue perforation') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia and sickle cell anemia. Previously administered products included for prevent pregnancy: iud from 2013 to (B)(6) 2014; for an unreported indication: zofran from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, hypersensitivity, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, vulvovaginal candidiasis and the last episode of vaginal discharge had resolved and the perforation, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, perforation, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) patient received treatment for pain, bleeding, breakage, vaginal infection, vaginal discharge concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant /device breakage/fracture') and perforation ('organ and/tissue perforation') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia and sickle cell anemia. Previously administered products included for prevent pregnancy: iud from 2013 to (B)(6) 2014; for an unreported indication: zofran from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, hypersensitivity, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, vulvovaginal candidiasis and the last episode of vaginal discharge had resolved and the perforation, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, perforation, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) patient received treatment for pain, bleeding, breakage, vaginal infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events¿ vulvovaginal candidiasis, vaginal discharge, and post procedural complications were added. Event" device breakage and device expulsion outcome was updated to recovered/resolved. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant /device breakage/fracture') and perforation ('organ and/tissue perforation') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia, sickle cell anemia and left lower quadrant pain. Previously administered products included for prevent pregnancy: iud from 2013 to (B)(6) 2014; for an unreported indication: zofran from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included ibuprofen since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), infection ("infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), the second episode of vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, genital haemorrhage, hypersensitivity, heavy menstrual bleeding, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, vulvovaginal candidiasis and the last episode of vaginal discharge had resolved and the perforation, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, nausea, perforation, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). Patient received treatment for pain, bleeding, breakage, vaginal infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter were added. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant / device breakage') and perforation ('organ and/tissue perforation') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia and sickle cell anemia. Previously administered products included for prevent pregnancy: iud from 2013 to september 2014; for an unreported indication: zofran from january 2015 to january 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since october 2016, ibuprofen since october 2016 and tramadol from april 2016 to september 2017. On (B)(6) 2016, the patient had essure inserted. In october 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in november 2016. At the time of the report, the device dislocation, device breakage, perforation, menstrual disorder, hypersensitivity, infection, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and 06-sep-2016 (pfs) concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression & mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, did not undergo confirmation test. Reporter information, aka name, historical drug, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fractured implant") and perforation ("organ and/tissue perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, perforation, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection, menstrual disorder and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fractured implant") and perforation ("organ and/tissue perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, perforation, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection, menstrual disorder and perforation to be related to essure. No further causality assessment were provided for the product. Amendment: the report was amended on (B)(6)2019 for the following reason: significant correction done. Product problem ticked. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration / migration of essure device location of device: essure in fundus'), device breakage ('fractured implant / device breakage'), perforation ('organ and/tissue perforation') and genital haemorrhage ('general abnormal bleeding') in a 21-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hypertension, migraine, abdominal pain, lower abdominal pain, back pain, nausea, vomiting, belly ache, epigastric pain, pelvic pain, ovarian cyst, pain, anemia, airway complication of anesthesia and sickle cell anemia. Previously administered products included for prevent pregnancy: iud from 2013 to (B)(6) 2014; for an unreported indication: zofran from (B)(6) 2015 to (B)(6) 2016. Concurrent conditions included menometrorrhagia, sore throat, congestion nasal, fever and ear pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, ibuprofen since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), infection ("infection"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, perforation, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, nausea and fatigue outcome was unknown and the genital haemorrhage, hypersensitivity, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right tube had 4 coils visualized after placement and the left tube had 7 coils visualized after placement. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs) patient received treatment for pain, bleeding, breakage, vaginal infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events abdominal pain, back pain, general abnormal bleeding were added. Event psych injury clubbed with depression and event pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge outcome updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.